Manufacturer narrative:
On 7/23/2018, the serial number to the smartablate generator was confirmed to be (B)(4). Product evaluation was not performed on the smartablate generator since service not requested by the customer at the time of event. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device manufacture date was updated to 6/21/2013. Additionally, a correction is needed to remove the thermocool® smart touch® sf bi-directional navigation catheter (us catalog # d134804, lot # unknown). This is not considered a concomitant device. It is also a suspect device in the reported event, therefore, it was reported separately under MDR # 2029046-2018-01485. (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products include: bwi products: thermocool® smart touch® sf bi-directional navigation catheter (us catalog # d134804, lot # unknown); pentaray catheter (us catalog # unknown, lot # unknown); webster bidirectional cs catheter (us catalog # unknown, lot # unknown); soundstar 10 french catheter (us catalog # unknown, lot # unknown); smartablate generator (us catalog # m490007 , serial # unknown); smartablate pump (us catalog # m490008, serial # (B)(4). Non-bwi products: josephson quad catheter; esophageal temperature probe. Biosense webster manufacturer's reference number (B)(4) has two reports related to the same incident: MFR # 2029046-2018-01485 for product code d134804 (thermocool® smart touch® sf bi-directional navigation catheter). MFR # 2029046-2018-01487 for product code m490007 (smartablate¿ system rf generator). (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator and suffered an esophageal fistula (requiring surgical intervention), cerebrovascular accident (cva), and death. Left atrial sound contours were obtained. Two transseptal punctures were performed. Left atrial fast anatomical mapping (fam) was performed. Josephson quadripolar catheter was visualized in the esophagus. Wide area circumferential ablation (waca) of the pulmonary veins was performed. On post-procedure day 8, the patient returned to the facility reporting chest pain and discomfort. Esophageal fistula was confirmed. Patient underwent multiple surgical procedures. Patient required extended hospitalization as a result of the adverse event. Approximately 10 weeks post-procedure, the patient expired. Pre-procedure labs: wbc 12.25, rbc 5.8, hgb 17.1, hct 51.5, and plt 214. Medical history includes atrial fibrillation and chronic back pain. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Although no autopsy was performed, it was noted that the cause of death was cerebrovascular accident (cva) due to air embolism secondary to esophageal fistula. The smartablate¿ system rf generator settings included power at 40 watts and 999 seconds. There is no information regarding contact force. Visitag settings included respiratory adjustment of 1.5 mm and 5 seconds. Esophageal temperature was monitored by anesthesia personnel. Pre-procedure esophageal temperature was 36 degrees celsius. During ablation of the left atrial posterior wall, esophageal temperature spiked to 40 degrees celsius prior to detection. Physician stopped ablating to allow the esophageal temperature to return to normal before resuming ablation. Patient received anticoagulant (heparin) during the procedure.

Manufacturer narrative:
On 4/27/2018, it was noticed a correction is necessary for report date. Date of this report in the initial MDR. Date corrected from 03/01/2018 to 01/04/2018.